Event description:
Event description cpi received information that this av implantable cardioverter defibrillator (ICD) with the old header design was removed and replaced with an av with the new header design. It was further reported that the lead was removed for an insulation problem behind the is1 terminal pin.